Event description:
It was reported that the patient was experiencing pain in her neck and blacking out episodes on a more frequent basis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3986, serial #(B)(4), implanted: 1994 (B)(6), explanted: unknown. Extension: model 7496-66, serial #(B)(4), implanted: 1996 (B)(6), explanted: unknown. Programmer: model 7434-e, serial #(B)(4).